Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition with some wear and tear. Functional testing found the pump was not circulating water, confirming the reported issue. The root cause of the reported issue was found to be faulty pump. Replaced the pump, water tank, tank gasket and o rings. Device passed all functional testing.

Event description:
It was reported that the pump doesn't function. No patient involvement. Additional information was requested; however, no further information was received.